Event description:
Procedure: lap appendectomy. According to the report: the port used in a lap appendix case. Pieces of plastic were shredded from the port as the obturator was inserted through the cannula. The shreds landed inside patient and had to be picked out.